Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. A balloon rupture was not confirmed; however, there was a leak noted in the sidearm which is likely what was perceived as a balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Correction of event description: it was reported that the trek rx balloon appeared to have a leak as the device would not hold pressure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 2.50 x 15mm trek rx balloon dilatation catheter (bdc) ruptured during use. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.